Event description:
While using a byte night aligners, patient reported that they are experiencing bite alignment issues. They reported that they were examined by their dentist that expressed their concerns to the patient about the patient has an open bite in the posterior. A digital scan was done showing the patient's teeth, especially their molars, are not properly aligned. The patient is occluding on their premolars only. The dentist does not feel aligners alone will be sufficient to correct the patient's occlusion and how much the aligners contributed to the formation of their posterior open bite. The patient has been placed into a resting period due to not fully resolving concerns at this time. Requested patient to provide bite video for evaluation which the patient submitted and confirmed posterior open bite and recommendation for the resting period. After further information supplied by the patient from the dentist, patient needs to see a chairside orthodontist for treatment.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.